Event description:
The reporter noted: pip was impacted in joint after preparation and it broke into pieces. There was a 20 minute delay in surgery. Additional clinical information regarding the event was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.